Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "status 81" message on power-up. There was no pt involvement during the reported malfunction.